Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the jaw of the vessel sealer extend instrument was not fully opened from the beginning of the procedure. However, the customer continued using the instrument until the instrument jaw did not open at all. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was inspected prior to use with no abnormality. The vessel sealer extend instrument worked but the jaw was not fully opened. The instrument grips were not grasping on the tissue, so they did not use the emergency grip release. The patient had no injury/harm. The customer confirmed that no fragment fell inside of the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient relevant testing, and medical history were requested however, the reporter was not able to provide that information. It was unknown how long the instrument was in use prior to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged grip ring to be related to the customer reported complaint. The instrument was found to have a dislodged grip ring when the housing was removed. As a result, the grip tips were unable to open and close properly. The grip tips were unable to open when the grip open lever was actuated off the system. Additional observations not reported by the site were also observed. Based on log review of logs, the instrument was found to have 1 homing failure during initialization. The instrument was placed on an in-house system and failed initialization. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.098". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of the logs showed 1 blade jammed failure. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. Upon visual inspection, the jaw ceramic dots were visible. This instrument was transferred to engineering for further investigation. The initial findings were confirmed. The instrument was placed on an in-house system and failed the homing test. After removing the housing it was discovered that the grip ring was dislodged. After further examination of the grip ring, the set screw was found to be inside however the screw was too loose to keep the grip ring in position.